Event description:
Per communication from home health nurse, "curlin pump in the home has alarm code "system time out" and cannot be resolved by nurse in the home. Pt did not miss any dose due to pump malfunction. Infused last infusion via gravity pump." No further information, details or dates available. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c - 35gm. Gamunex-c indication: hereditary hypogammaglobulinemia; nonfamilial hypogammaglobulinemia. Did pt miss a dose or have an interruption to therapy? ¿ no. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ unknown.